Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl), 850 mg/dl and 212 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having high blood glucose symptoms and had placed a phone call to her physician and was awaiting callback. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent. The 850 mg/dl result is greater than the reportable range of the device.

Manufacturer narrative:
This medwatch document discrepant results alleged against the advantage system and is filed against the comfort curve blood glucose test strips. The result of 850 mg/dl reported by the customer is outside the reportable range of device, which should display "hi" for any results greater than 600 mg/dl. This alleged malfunction is reported against the advantage system meter and is documented in the medwatch with patient.